Manufacturer narrative:
Product code and expiration date were not provided. Unable to determine manufacture date. Patient/family was the initial reporter, so personal information was not entered. Lancets are not 510(k) cleared.

Event description:
A (B)(6) customer called stating he had left his meter wallet within reach of his (B)(6) son who accidentally punctured his finger with the father's used lancet. The lancet was pulled out of the child's finger. Cold water and 3% peroxide was applied to his finger. Medical intervention was not required. The customer discarded the product. New product was sent to him.